Event description:
There were people in the room (stomal therapist rn, pca, rn) at the time of the incident. We had the correct sling and were attempting to turn a patient of size from left to right. We had all the straps attached to one side of the lift arm instead of two. When attempting to turn patient the plastic hook broke from the weight of the patient. The hook was carrying the weight of the patient from the waist up.update from the above: after reviewing the incident with staff, it was determined that all sling straps were attached to one side of the sling bar instead of both sides. Manufacture use instructions specify straps should be distributed evenly on the sling bar. It is not specified in any literature, however, to not hook up all straps to one side.====================== manufacturer response for overhead lift sling bar, liko universal 450 sling bar (per site reporter).====================== they said that we were using it incorrectly.